Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous brachial vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated ten times with the following inflation rate; at 4atm upon first, fourth, seventh, tenth, then at 8atm upon the second, fifth, eighth and at 10atm during third, sixth and ninth. However, the balloon ruptured upon the eleventh inflation at 8atm for 30 seconds. The device was then removed without any problem from the patient's body. The procedure was completed with this device. No complications reported and patient was in good condition post procedure.